Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled between 200-250 units of insulin. The customer did not know blood glucose level. The customer declined to reload the cartridge during the call with tandem technical support.